Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that prior to intra-aortic balloon (iab) insertion the iab became unfurled. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The sheath was not returned for evaluation. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. One kink was observed on the inner lumen within the membrane approximately 15.7cm from the iab tip. A laboratory insertion test was unable to be performed due to the kinked inner lumen and membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated a kink on the inner lumen. A kink in the inner lumen can cause difficulty during insertion. The evaluation confirmed the reported problem. We are unable to conclusively determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that prior to intra-aortic balloon (iab) insertion the iab became unfurled. There was no reported injury to the patient.